Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects". The patient mentioned having a history of sensitive skin and mentioned that she is generally allergic to adhesives. The patient was inserted with eversense sensor on (B)(6) 2025. The patient stated that the symptoms appeared on the same day when they started using adhesive patches. The expiration date or the lot number of the adhesive patches were not provided. The patient consulted the hcp who prescribed an unspecified ointment to treat the symptoms. The patient is currently using the eversense e3 cgm system with up-to-date information. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient complained of allergic reactions from using clear adhesive patches. The patient had symptoms such as redness, pain and pustules. The most recent sensor was inserted on (B)(6) 2025 and the symptoms first appeared on the same day. The patient consulted the hcp who recommended cortisone cream and some unspecified tablets.